Event description:
This 39 y/o female underwent bam with silicone gel-filled breast implants in 5/79, at age 21. She now presents for removal of the silicone implants due to local and systemic problems. Gross exam: the right breast implant and capsule are disrupted at the same point which may have arisen at time of removal. As there is no evidence of material coating of the inner surface of the capsule. The left implant is massively disrupted.